Event description:
It was reported that during implantation of a concerto pin device, the surgeon used the concerned template with the designed drill. The drill slipped through the template and penetrated the dura mater (the tip of the drill penetrated the brain, reportedly circa 2 to 3 cm). A neurosurgeon was consulted to assess the impact for the pt. No bleeding or critical reaction of the pt were observed. The surgeon concluded the implantation of the concerto pin implant. The pt remained under observation for 4 days and was then discharged from the hospital.

Manufacturer narrative:
The device has been returned to innsbruck, where it is currently under investigation. When available, a device failure analysis will be submitted as a follow-up report.